Event description:
The manufacturer received information alleging nose irritation, respiratory tract irritation, asthma, cancer, follicular lymphoma. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.